Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-09788. It was reported that the right ventricular lead and the pulse generator had noise reversion due to noise being oversensed. Isometric movements in the clinic easily replicate the noise. The patient was asymptomatic. The physician decided to continue with monitoring.